Event description:
It had been reported that the gastrointestinal videoscope had black adhesive material resembling deposits on the objective and light guide lens surfaces of the scope. This issue had occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, g3, g8, h2, h6, h11. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.